Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6 h6: article / batch combination (part: 04.214.112s / lot: 63p7432) do not exist in system. Device history record (DHR) review could not be done. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H5.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code : hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the metacarpal bones fracture. During the surgery, the screwdriver shaft stripped the screw head. The surgeon tried to remove the screw, but the screw shaft couldn¿t be removed, and the screw remained in the patient. The surgery was completed within 30 minutes delay. No further information is available. This complaint involves two (2) devices. This report is for (1) 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 12mm. This is report 2 of 2 (B)(4).